Manufacturer narrative:
The suspect device was returned for evaluation. Review of the event history log confirmed a chuck clutch alarm. Testing was able to duplicate the reported product issue. Inspection observed the lead screw nut loose. After tightening the screw, and after recalibration, the device was found to pass all delivery, accuracy and functional tests. The screw likely became loose as a result of wear and tear on the device. No corrective actions are planned at this time.

Event description:
A report was received that stated the pump alarmed "check clutch." No patient injury or adverse event was reported.